Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as red, broken burning and bleeding. The area is very sensitive due to patient having 47% of their body burned when they were younger. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the previous skin issues. The outcome of the irritation is unknown as follow up attempts were unsuccessful.